Event description:
A customer reported an issue with high blood glucose levels, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.